Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The specific blood glucose level was unknown but was displayed as "high." The customer addressed the high blood glucose by administering a correction bolus via the pump, and no assistance from a third party was required. Customer reverted to an alternate method of insulin therapy.